Manufacturer narrative:
Follow-up #1 date of submission 01/26/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/13/2016 with the following findings: a review of the black box data showed evidence of a voltage drop resulting in a low battery warning on 12/07/2015. Reboots and additional voltage fluctuations were observed on 12/08/2015. A visual inspection of the pump showed that the battery compartment was cracked; evidence of moisture contamination was found inside the battery compartment. The returned battery cap was able to fully tighten on to the pump and the pump was able to power on. The pump¿s current draws were found to be within specifications. The pump failed a leak test at the battery compartment. The pump cover was opened and no evidence of additional moisture was found inside the pump. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.